Manufacturer narrative:
Correction - lot # was changed from 83538 to unknown. During investigation it was found that the reported lot number 83538 could not be found in the manufacturing database likely because it is not the correct device lot number. Therefore, review of the manufacturing records, including relevant device history records (DHR) of the trevo xp provue retriever 4x20 catalog number 90182 could not be performed. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event however, hemorrhage is a known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the left m2 middle cerebral artery (mca) occlusion with the subject retrieval device. One pass was made with the retrieval device and aspiration was used two times. The patient had a thrombolysis in cerebral ischemia score of 3 after treatment. However, after the index procedure, the patient suffered a symptomatic intracranial hemorrhage. No treatment was required and the outcome was reported as resolved. Fourteen days post procedure, the patient was discharged to general hospital for short terms. The event were reported to be related to the procedure and unknown if related to the device.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the left m2 middle cerebral artery (mca) occlusion with the subject retrieval device. One pass was made with the retrieval device and aspiration was used two times. The patient had a thrombolysis in cerebral ischemia score of 3 after treatment. However, after the index procedure, the patient suffered a symptomatic intracranial hemorrhage. No treatment was required and the outcome was reported as resolved. Fourteen days post procedure, the patient was discharged to general hospital for short terms. The event were reported to be related to the procedure and unknown if related to the device.